Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported a product experience during the implant of this device system, which occurred over one year ago. The patient reported that when she awoke from the device procedure, she was unable to use her left hand and was told that the main nerves that went down the left arm to the hand were damaged as the device was being implanted. The patient reported symptoms of pins and needles feelings and was receiving care from an occupational therapist to regain use of her hand. Information sought from the local area sales representative reported that the patient did develop an incomplete thrombus/stenosis of the left subclavian confirmed with a venous ultrasound. No further information was available.